Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no related complaint received with return of device. Failure observed during analysis. A partial lead with the connector pin measuring 27.0cm was returned in two segments for analysis. Insulation abrasion at the suture sleeve impression was noted at 11.8-12.0cm from the proximal cut end of the middle section of the lead. External insulation abrasion was noted at 8.1-8.6cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 4.5-4.8cm from the proximal cut end of the middle portion, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion were noted at 6.6-8.7cm from the proximal cut end of the middle portion, consistent with lead friction to the ICD can.(B)(4)